Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump resets, which appeared to be consistent with electrostatic discharge (esd) events. The submitted system controller event log file contained events from (B)(6) 2026, per the timestamps. The log file captured multiple pump stops on (B)(6) 2026 that appeared consistent with the pump resetting due to esd events. The pump had no difficulty ramping back up to the set speed shortly after each stop. No other notable alarms or events were captured. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further issues have been reported. Incidental finding: review of the log files confirmed an event consistent with rotor instability; however, a specific cause for this finding could not be conclusively determined through this evaluation. Rotor instability events were resolved by corrective action. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook, are currently available. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6,"patient care and management¿, warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This section also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7, "alarms and troubleshooting", describes all alarm conditions as well as the appropriate actions associated with them. Section 1 of the patient handbook, ¿introduction¿, warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4, "living with the heartmate 3", contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had controller fault alarms. Log files were sent for review. The event log file showed multiple pump stops on (B)(6) 2026. These events were caused by back-to-back-back electrostatic discharge (esd). The pump was off for approximately 4-6 seconds during these events. The pump restarted promptly as designed and functioned as intended during these events. The event log file captured another esd event at 18:41:52 and a controller internal fault (boost overvoltage). It was recommended the patient swap system controllers and return for evaluation.